Event description:
Healthcare professional reported a left side deflation the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, flat creases, an extended opening on posterior, and wear abrasion. Leak test and microscopic analysis was performed which identified: a striated opening on posterior and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. Partial delamination of the valve assessed as adhesive failure further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.